Event description:
It was reported that an altitude alarm occurred. The customer experienced an elevated blood glucose (bg) level displayed as "high"; although a specific bg value was not provided. Customer administered a correction injection to address the bg. Reportedly a new cartridge was loaded, and insulin delivery was resumed.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown.